Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) was explanted and returned to guidant for elective replacement indicator (eri) battery status. In the lab, it was discovered that the device was in factory fallback mode, with a fallback timestamp of the explant date. No therapy is avaialble in factory fallback mode. It was also reported that there were dents in the device case on the hybrid side.